Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The right ventricular lead exhibited high lead impedance with low sensing and no threshold for pacing. The lead was capped on (B)(6) 2020 and another lead was implanted. The patient was in stable condition and no patient consequences were reported.